Event description:
Patient reports intermittant stim, pain in the right side of the back and numbness in the left leg. It was also reported that there was no known accident or incident related to the patient's symptoms. Additional information has been requested from hcp, but was not available on the date of the report.